Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps. Complaint is confirmed because, it was reported that patient submerged line in the toilet, which is a use error. The patients are instructed to leave an air gap (space) between the end of the drain line and any fluid in the drain or container when using a drain line extension. This prevents non-sterile fluid from flowing backwards up the drain line. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During assistance with the troubleshooting of a check heater line alarm, this occurred on the homechoice (hc) during use, during fill; the home patient (hp) revealed that the drain line was submerged into the toilet water. The baxter technical service representative (tsr) advised the hp to start over with new supplies. During a follow-up with the peritoneal dialysis registered nurse regarding the reported problem, the pd rn stated they did not know about the problem. The pd rn stated they would contact the patient and follow up regarding the reported problem. They will see if retraining is needed. As far as they know the patient is continuing with therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.